Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 515 mg/dl. The customer was treated for their blood glucose with insulin drip. The hospitalization was said to have been caused by a bent cannula. The customer had a blood glucose level of 400 but treated their blood glucose with breakfast. However, the customer was taken to the hospital after feeling sick from experiencing ketones. The customer was sent sample supplies to try out with their insulin pump. The customer did not return the product back for analysis.